Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Patient will continue to be monitored.

Event description:
New information received indicates that the lead was explanted and replaced when the patient presented for device change-out for normal eri. The patient was stable afterwards.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.5-13.0cm from the connector pin and 40.5-41.6cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 6.8-9.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.